Event description:
During implant, the physician noted that the lead did not fit tight into the header of the device. A new device was used to complete the procedure. The patient is in stable condition.

Manufacturer narrative:
Analysis found the device to be normal and the design specifications of the header connector were met. All dimensions of the connector were normal. The connector front seal has a normal inner diameter and has no damage or defects. Leads fit normally into the connector header. No device anomalies were found.